Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) stopped working and the device had an inflation issue. A surgical procedure was performed, during which the existing ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
The event date was not provided; therefore, an approximate date of 01/30/2025 was used.

Manufacturer narrative:
The event date was not provided; therefore, an approximate date of 01/30/2025 was used.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) stopped working and that the device has an inflation issue. A replacement surgery has been scheduled for (B)(6) 2025. No patient complications were reported.